Manufacturer narrative:
Physio-control advised the customer that their device is no longer under warranty and does not have any repair options available. The customer has removed the device from service and will not return the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no patient use associated with the reported issue.